Manufacturer narrative:
According to the investigation details, the device was leaking oil out of the blade mount after testing. The device was repaired and returned to service.

Event description:
It was reported that the device was leaking oil during maintenance at the manufacturer. There was no patient involvement and no allegation of adverse consequences associated with this event.